Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal baclofen (unknown) 2250 mcg/ml at 1267 mcg/day via an implantable pump. It was reported that during pump replacement, it was noted that there was a large amount of clear fluid in the pump pocket. The catheter was aspirated with good flow, however when the doctor attempted to flush the catheter, it was noted that there was a leak in the pump segment. Patient did not state having any issues prior to surgery. Unknown if any environmental/external/patient factors may have led or contributed to the issue. It was reported that they replaced the pump segment. The initial dose of 1267mcg/day was decreased to 400 mcg/day. The issue was resolved at the time of the report.

Manufacturer narrative:
Continuation of d10: product ID 8709 lot# serial# (B)(6); implanted: (B)(6) 2025; explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 03-oct-2007, UDI #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.